Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/09/2024, that on 05/01/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/01/2024, it was reported that the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, drainage and infection on the needle puncture, which occurred 4 days after the sensor had been inserted in the abdomen. The patient was taken to the s endocrinologist in children's hospital for consultation. The patient was prescribed 500 mg of amoxicillin as an oral medication to be taken three times a day for the next seven days. The parent confirmed that the infection healed after the medication was completed. At the time of the report the patient was recovered. The patient was in good condition at the time of report. No additional event or patient information is available.